Event description:
It was reported that a spectrum pump had an unidentified alarm. The customer reported that the device "completely shuts down during an infusion." It was also reported that there were no pt incidents.

Manufacturer narrative:
Manufacturer ref: (B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.